Event description:
Approx 4 inches of the tip of the device broke off inside the pt. The physician was able to retrieve by using a balloon catheter and pulled out the tip. No harm to the pt and the pt is doing well.

Manufacturer narrative:
(B)(4). Event is still under investigation.